Event description:
It was reported that a patient with an ambicor penile prosthesis was experiencing inflation issues with the device. The device would not obtain a more rigid state. The device is still implanted. There were no patient complications.

Manufacturer narrative:
Update to block b5: describe event or problem. Update to block d6a: implant date.

Event description:
It was reported that this ambicor penile prosthesis was exhibiting inflation issues. The device would not obtain a sufficiently rigid state. It was noted that there was an issue with the cylinders and the reservoir. A revision surgery is planned. There were no patient complications.